Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an traumatic aortic injury due to a fall from height using a gore® tag® conformable thoracic stent graft with active control system. The device was deployed at the position where the left subclavian artery was covered by the partially uncovered stent for the purpose of getting proximal neck length. An obstruction of blood flow was observed on the confirmation angiography but the left subclavian artery was found to maintain blood flow via the vertebral artery; therefore, no further treatment was performed. The patient tolerated the procedure. It was reported that the decision to partially cover the lsa was not planned when the procedure began.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.